Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 13 mg/dl. The customer was treated for the low blood glucose with juice. The customer stayed on the line until their blood glucose levels were at 100 mg/dl. The customer did not want any further assistance. It was unknown what may have caused the low blood glucose. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.